Manufacturer narrative:
Concomitant products: antibacterial absorbable envelope lot# r154193 implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came back to the hospital for a hematoma. When opening the device pocket, a brown/caramel color liquid was present. An infection was suspected. The antibacterial absorbable envelope remains in the patient. It was then later reported that the patient's cardiac resynchronization therapy pacemaker (crt-p) system was explanted and replaced due to infection. The patient had antibiotherapy. No further patient complications have been reported as a result of this event.